Manufacturer narrative:
The following: health effect - problem code, component code, type of investigation, investigation findings, investigation conclusions. The reason the reported revision cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
As reported via legal documentation, a patient had primary left knee replacement on (B)(6) 2014. They underwent left knee revision surgery on (B)(6) 2022, approximately 8 years after their initial procedure. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.